Event description:
It was reported that the patient had a hard time getting his inflatable penile prosthesis (ipp) to inflate. The physician could pump it, but patient found the pump bulb hard to squeeze. A revision surgery was performed in which only the pump was removed and replaced. No patient complications were reported.